Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding an inflexible laser flex tracheal tube. According to the reporter, larynx trauma occurred, however medical intervention was not required and the patient recovered.